Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery-suction ring assembly issue on the left eye (os) of a female patient with an intralase patient interface (pi) after the laser fired. The account reported that they lost suctions due to patient squeezing her eye. They had to use a side cut only. That the suction was lost three times, in the beginning of the surgery, then half way into surgery and once more at the end of procedure. They had to doc three (3) times for one eye in this case and used 3 new pi devices to complete the case. The account confirmed that he surgery was completed successfully and that there was no patient injury. It was noted that one (1) iflap procedure was lost. This report pertains to the third pi. Separate reports have already been submitted for the other two intralase patient interfaces.